Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that a cardiosave intra-aortic balloon pump (iabp) experienced an issue in which the compressor was not engaging and auto-fill failure. No patient involved.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : g2 , h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) evaluated the unit. The fse reported that the compressor was not engaging during testing and was unable to create a vacuum. The scroll compressor (0119-00-0236) and muffler filters (0103-00-0631, 0103-00-0499) were replaced as a result. The testing passed but the vacuum was not created, the pim (0997-00-1178) was replaced to fix this issue. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept received the following parts associated with this complaint part number 0119000236 compressor scroll serial number (B)(6). Part number 0997001178 pneumatic module assy rohs serial number (B)(6) these parts were received with a reported unit failure of unit was unable to complete an autofill compressor was not engaging during the compressor output test the failure analysis and testing dept performed a visual inspection and found the parts to be in good condition the failure analysis and testing dept installed part number 0119000236 compressor scroll serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual part number 0070000639 revision r the fat dept performed the compressor output test during the test the compressor was losing pressure the fat dept then booted the unit into clinical mode and initiated an autofill the cardiosave began to pump and the fat dept observed that the balloon pressure waveform was losing pressure the compressor failed testing the total pump hours for this compressor is 4595 hours replacement is at 5000 hours the failure analysis and testing dept installed part number 0997001178 pneumatic module assy rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pneumatic module to factory specifications per procedure number 000207d016 revision g and the cardiosave service manual part number 0070000639 revision r the fat dept performed an autofill however the cardiosave did not autofill an autofill error was observed on the display along with an audible alarm the pneumatic module failed testing the fat was able to replicate the failure experienced by the customer the parts are being retained in the fat dept per procedure number 000207d008 revision av the probable cause for the pneumatic module failure is possibly a defective solenoid k10 k4 or defective tubing the probable cause for the defective compressor is wear and tear the compressor is reaching its 5000 hour replacement limit